Manufacturer narrative:
Evaluation: this is a supplemental report filing due to the original device being returned for evaluation. The reported goldline pencil was received by conmed corporation for evaluation and evaluated by a packaging engineer. When visually inspected, the seal transfer was smaller than ¼". This is due to the device being in the seal area during the sealing process. Dye leak testing did not verify the reported issue of insufficient heat seal. There was no breach in sterility. A two-year review of complaint history shows a total of 26 reports involving 35 devices for this failure mode and product family; however, only 13 reports have been confirmed to date. In that same timeframe, (B)(4) have been sold worldwide. There have been no similar events against this lot of (B)(4). A review of the manufacturing documents from the device history record has verified the devices were produced according to current and approved procedures and material specifications. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
As reported by the distributor in (B)(6), one(1) 130309a goldline pencil was discovered to have an "insufficient heatseal or blister pack." There was no patient involvement in this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user. As of this filing, the device has not been returned to conmed. Once received, the evaluation will be completed and a supplemental and final will be filed.